Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was due to insulin not being delivered from the cartridge. A correction bolus and supply change were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.